Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was observed to be loose, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Blood glucose was not impacted. Reportedly, the issue was resolved after the customer used a different cable.